Event description:
The event occurred on an unspecified date and involved the following medical device: ltxfr nv tur y-set. The customer reported that the piercing pins are slightly too small for the ivs, so there was leakage of an unspecified fluid/infusate. There was no harm to the involved patient.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received.

Manufacturer narrative:
Additional information: b5.

Event description:
Updated information: the piercing pin has been reported leaking when connected to the 1000ml and 3000ml fluid bags which they order from ICU medical. Previously, it was communicated that the leakage issue was occurring at the bag spike end of the tubing. However, the leakage is actually occurring at the opposite end specifically at the catheter adapter that connects to the foley catheter. When the tubing is connected to a scope, there are no issues. However, once the flexible tubing is removed and the tip is attached to a foley catheter, the connection does not remain secure and easily separates. This connection failure has resulted in multiple patients being soaked with urine, both at their facility and in the home setting. There were patient involvement and no patient harm reported.